Event description:
This report documents an event involving the use of our exactamix 2400 compounder (em2400). The em2400 safely mixes parenteral nutrition solutions for homecare and health-system use. On (B)(6) 2013, we became aware of an event where our customer compounded a tpn therapy bag containing no dextrose. The cause of the problem was the pharmacist forgot to input dextrose into the tpn order. The tpn formula was delivered to a patient which caused the patient to feel nauseous. The error was corrected with the next bag which contained dextrose. There was no adverse event reported and no alleged defect or malfunction of the compounder.

Manufacturer narrative:
This report documents an event involving the use of our exactamix 2400 compounder (em2400). The em2400 safely mixes parenteral nutrition solutions for homecare and health-system use. On (B)(6) 2013, we became aware of an event where our customer compounded a tpn therapy bag containing no dextrose. The cause of the problem was the pharmacist forgot to input dextrose into the tpn order. The tpn formula was delivered to a patient which caused the patient to feel nauseous. The error was corrected with the next bag which contained dextrose. There was no adverse event reported and no alleged defect or malfunction of the compounder. Baxter technical support walked the customer through creating a new institutional warning limit for !adult min dextrose (min 5 grams/day intrinsic of dextrose)